Event description:
Patient reported that a comparison between patient's surestep meter and a lab meter done approx 20 minutes apart was 112 mg/dl (ss) and 161 mg/dl (lab), respectively (30% difference). No symptoms were reported. On follow-up, patient's spouse verified the results but could not confirm whether or not the patient did a control test. The ss meter was replaced by a fasttake meter (per customer request). Oc procedures were reviewed for both meters. There was no allegation of harm.